Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient admitted to main a theatres for right sided total hip replacement. Patient received a total reverse hybrid total hip replacement. Cemented socket 50mm outer diameter/28mm inner diameter, corail femoral stem - kla12, femoral head 32mm + 5 12/14 taper, incorrect implant was inserted - femoral head 32mm placed onto the 12/14 taper trunion of femoral stem instead of a 28mm. Femoral head diameter must match the ID diameter of the cemented socket. Example: 60mm od x 28mm ID of cemented cup = 28mm head, 60mm od x36mm ID of cemented cup = 36mm head. Safety checks prior to patient leaving theatre failed as this error was not picked up by all levels of the multidisciplinary team. Patient discharged from main a theatres on day of surgery to ward and then discharged from the trust. Error identified two weeks post surgery following the patients hip dislocating at home. Also identified as an alert on the njr database due to incompatibility of implants. Patient admitted to trust for revision surgery to exchange femoral head to meet the specification requirements for a 28mm ID socket/28mm head. Surgery scheduled w/c (B)(6) 2017. Discussed at wmoh declared as serious incident. Further to internal trust investigation, ebme manager requested to raise with the mhra and product manufacturer of the deep concerns regarding the products in relation to the numbers being too small on the prosthesis and request these be made more legible.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.